Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received at bsc for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The anatomical location of the target lesion is unknown. The 15mm x 1.50mm apex flex otw was advanced to the target lesion and during inflation a balloon rupture occurred at 10 atms. The number of inflations is unknown. The procedure was completed with this device. No patient complications were reported and the patient's status is good.